Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp can not build up a pressure. The instant of time is unknown. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp can not build up a pressure. The failure occurred during priming procedure. A getinge field service technician (fst) was sent for investigation on 2022-11-07. The old hls cable was not available, therefore the fst replaced it with a new hls cable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles are not available for investigation, thus no exact root cause could be identified. The hls cable was not available. However, according to the risk file version 24 of the cardiohelp device the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up). Defective/ disturbed (emi) pressure sensor/cable. Too high / low atmospheric pressure. User spills liquids over device (e.g. Cleaning agents, infusion solution, etc.). In addition it is stated in the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Therefore a damage should be noticed prior priming. The review of the non-conformities has been performed on 2022-11-04 for the period of 2019-12-12 to 2022-10-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-12-12. Based on the results the reported failure "pressure could not be built up" could not be confirmed. The customer will be informed about the results and trained by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.